Event description:
Two s1 pedicle screws had fractured. Revision surgery was performed to remove and replace the devices. The devices were all returned for analysis.

Manufacturer narrative:
The devices were metallurgically analyzed and no material defects or abnormalities identified that would have contributed to the components early failure. The mfg history of the devices has been reviewed and no deviations from specifications identified. The first screw was fractured at a point 3 threads distal to the screw head. The 2nd screw was fractured between the 7th and 8th thread. These devices are intended to be a temporary fixation device to aid in the fusion process. Breakage can occur and this is a known complication of the procedure, especially in the sacrum, a high stress region. This is cautioned in the instructions for use. The screws were also obviously left proud several threads which increases the loading on them substantially. No conclusions can be reached at this time. This is a rare occurence and is being monitored. Hosp delayed in releasing product to MFR for analysis.